Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the spring wire guide was unraveled during use. The patient's condition is reported as fine.

Event description:
It was reported the spring wire guide was unraveled during use. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire for evaluation. No signs of use were observed on the guide wire. Visual examination revealed the guide wire was unraveled from the distal weld and is kinked/bent in five locations along the body. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld. The core wire tip was tapered and discolored at the point of separation. Both welds were present and appeared full and spherical. The kinks in the guide wire body were measured at 30mm, 325mm, 392mm, 430mm, and 480mm from the proximal tip.the broken core wire measured 683mm in length , which is within the specification of 678mm-688mm per guide wire product drawing; therefore, no pieces of the core wire appear to be missing. The outside diameter of the guide wire measured 0.842mm which is within the od specification of 0.838mm-0.877mm per guide wire product drawing. The proximal end of the guide wire was advanced through a laboratory ars/18ga introducer needle assembly to functionally test the guide wire. The guide wire passed through both components with little to no resistance. Performed per the instructions-for-use (IFU) statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." A manual tug test confirmed that the proximal weld was intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. The guide wire met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.